Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, during the ablation phase, a small amount of hot fluid leaked out and burned the patient's cervix. The exact degree of the burn is not known the physician placed the scope further back into the cervix and completed the procedure successfully. The burn was treated with bacitracin ointment and the patient was sent to recovery. The procedure was completed with this device and there were no further complications reported with the event.

Manufacturer narrative:
No device evaluation was performed as the device was disposed. A review of the device history record could not be performed as the lot number was not provided. Additionally, with no lot number, the expiration and manufacturing dates are not known.